Event description:
Report from the ccu rn: while completing the 1300 crrt checks, the tubing that connects the prismaflex filter to the deaeration chamber became dislodged and started squirting blood from prismaflex at 250ml/min. Not only did we lose all the pt's blood from the filter (200 ml) but also about 25 ml from the device squirting out of the filter. I stopped the crrt. Flushed the ports and distilled nitrate into each port. The pt's bp dropped due to loss of blood. Dr. (B)(6) and dr. (B)(6) notified of malfunction. Cbc sent with drop in h and h. Rep from prismaflex notified of malfunction. Charge rn and second rn assisting at bedside. Frequency: prn/as needed. Route: dialysis. Reason for use: requirement for dialysis. Event abated after use stopped or dose reduced: yes. Event not reappeared after reintroduction.